Event description:
It was reported that the atrial lead exhibited low impedance. During lead revision, insulation damage was noted on the lead. The lead was capped and replaced. The patient was doing well following the procedure.

Manufacturer narrative:
.